Event description:
It was reported that the videoscope displayed error code e226 (scope communication error) occurred. The issue occurred during a therapeutic laparoscopic surgery while device was outside the patient. The procedure was completed with an olympus back-up device, with no delay. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h4, h6 and h11. The device was returned to olympus for inspection and the reported failure was not confirmed. However, based on the results of the investigation and previous investigations, it is likely suggests probable causes due to some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of the reported issue is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.